Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 84 year old female patient for mechanical circulatory support due to acute myocardial infarction. It was reported that the doctor attempted to reposition but when pulling back and rotating the catheter, the impella jumped completely into the ascending aorta. The patient's pressure significantly dropped. The doctor was eventually able to reposition back into the left ventricle after several attempts. Unfortunately, the patient was never able to fully recover and soon expired in the lab. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.